Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a patient died from an aortic dissection. There was no difficulty noted upon insertion, however, the iab was removed intraoperatively on (B)(6) 2024 due to type b dissection. The patient with refractory hypotension and rising lactate postoperatively. Returned to or for va ecco cannulation, inotropes, and vasopressor with cvvhd. Patient continued to have refractory shock. The family agreed to comfort care and patient passed away. The following was reported via medwatch report # mw5154426 received 06may2024: a 76 year-old-male underwent a coronary artery bypass graft surgery that required an intra-aortic balloon pump (iabp) due to cardiogenic shock. A getinge iabp was inserted into the right femoral artery. A type b aortic dissection was confirmed intraoperatively. The patient experienced refractory hypotension and rising lactate postoperatively. The patient returned to the operating room for venoarterial extracorporeal membrane oxygenation (va-ECMO) cannulation. Despite support on va-ECMO, inotropes, and vasopressor with continuous veno-venous hemodialysis the patient continued to have refractory shock. The patient's family opted for comfort care. The vaecmo was discontinued and the patient passed away on (B)(6) 2024.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Initial reporter: (B)(6), msn, rn, cnor/ manager, integration additional reporter: (B)(6), arm, cphrm risk manager, (B)(6). Event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a patient died from an aortic dissection. There was no difficulty noted upon insertion, however, the iab was removed intraoperatively on (B)(6) 2024 due to type b dissection. The patient with refractory hypotension and rising lactate postoperatively. Returned to or for va ecco cannulation, inotropes, and vasopressor with cvvhd. Patient continued to have refractory shock. The family agreed to comfort care and patient passed away.